Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube break at 245mm distal from the strain relief and several kinks on the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 20x2.75mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous, moderately calcified proximal left circumflex (lcx) artery. After a guide wire crossed the lesion, pre-dilation was performed using a 2.00mmx88mm balloon catheter. Following predilation, residual stenosis was 60%. A 3.00mmx28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again but nothing worked. The physician decided to perform a rota but unfortunately patient was unaffordable so a staged procedure was scheduled after two weeks. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.